Event description:
I suspect I have breast implant illness from my smooth round memory gel mentor breast implants. I had them put in in 2017. Since surgery, I have experienced - heart palpitations, rapid heart rate for no reason, depression, panic attacks, anxiety, paranoia, hair loss, frequent bladder urgency, fatigue, neck and shoulder pain. FDA safety report ID# (B)(4).